Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. It was also reported that the right ventricular (rv) lead exhibited diminished sensing and the right atrial (ra) lead exhibited undersensing. No patient complications have been reported as a result of this event.